Event description:
It was reported that the atrial lead exhibited noise, causing automatic mode switches. Sensing was not assessed due to the patient being pacemaker dependent. Lead integrity tests could not reproduce the noise. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.